Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) strings began separating before device was even deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) strings began separating before device was even deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
H6 correction: device code changed to "crack". Internal complaint number: (B)(4). The device was returned to the factory on 12/26/2019. An investigation was conducted on 02/06/2020. A visual inspection was conducted. The delivery device was returned inside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The seal was observed in the loading device window. A crack was observed on the outer rung of the seal. The delivery device was removed from the loading device, with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to have a crack on the outermost rung of the seal. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the return condition of the device, the reported failure "crack seal" was confirmed as well as for the analyzed failure "fitting problem".